Event description:
Customer reported issues with the insulin pump. Customer states that their blood glucose readings were running high. The blood glucose reading at one point was 55 mg/dl. Customers blood glucose was fluctuating. Customer also states that the cannula is bent. Customers high blood glucose reading can be due to a bent cannula. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.